Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on an unknown date. Type ia and type ii endoleak were detected on a later date and the physician plans to re-intervene on (B)(6) 2019. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. Lot information was not received and a manufacturing review was unable to be performed. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that it is unknown if a secondary procedure was completed for the patient. No additional information is available.